Event description:
(B)(4). Initial report rec'd on 16-apr-2008 from a physician. This cohort is a (B)(4) study in (B)(6) receiving antiretroviral drugs and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) pts. A pt with (B)(6) was enrolled in this cohort and rec'd injections of poly-l-lactic acid (new-fill) subcutaneous route (10ml) four times between (B)(6) 2004, batch numbers unspecified and one injection on (B)(6) 2007 sc 10ml, batch number a6013. He also rec'd (B)(6) since (B)(6) 2003, (B)(6) since (B)(6) 1999. On (B)(6) 2007, the pt experienced right jugal nodule after the last poly-l-lactic acid injection. The physician underlined the skin's pt was very thin and that the nodule was inactive, inert and well tolerated. Outcome is ongoing. (B)(4).